Event description:
Clinical study. Same case as MFR# 6000093-2004-00672. Three days after a coronary artery drug eluting stenting treatment procedure, a subacute thrombosis occurred. Target lesion 1 was identified in the mid left anterior descending (lad) with 60% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 20 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the proximal lad with 70% stenosis and 3.0 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0 x 20 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. Ptca was performed in the proximal 1st diag. The pt was discharged the next day. The pt presented later that evening to the emergency department complaining of chest pain and shortness of breath. Their EKG was unchanged, troponin was trending downward and ck was 211 u/l. The pt was given nitroglycerin and heparin per the acute coronary syndrome protocol. The pt was returned to the cath lab two days later. Angiography revealed: lad - 70% mid stenosis, thrombus and dissection present. A 2.5 x 24 mm taxus express2 8.8% stent was placed in the mid lad. Residual stenosis was 0%. The pt was discharged two days later.